Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 clinical analyzer over the phone. The customer performed calibrations and quality controls to ensure proper functionality. Upon further troubleshooting the customer found a broken connection on the ise (ion selective electrode). The customer replaced the ise tubing which resolved the issue. The customer did not provide any further details. No further issues were noted. The analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported that the au480 clinical chemistry analyzer generated ise (ion selective electrode) erroneous results for sodium (na), chloride (cl) and potassium (k). The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.